Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1pr6e, implanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# va1pr6e, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the lead end cap was removed in order to connect the extension to the lead during the stage 2 surgery on (B)(6) 2018. Upon removal of the lead end cap, the distal contact on the lead looked bent and part of the wire was protruding. The cause of the issue was unknown but could have been related to the setscrew on the lead cap. The health care professional (hcp) was slowly able to advance the lead into the extension and tighten all 4 set screws. An impedance test was performed and a short circuit between contacts 10 and 11 was present. No further manipulation to the lead could be tolerated because of fear of further damage to the lead. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient had a medical history of dystonia. The patient was alive without injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported there was no known cause for the short. The rep. Also gave the lot number of the leads involved in the event and serial number of the neurostimulator. No patient symptoms or further complications were anticipated.